Event description:
It was reported that the doctor attempted to insert the intraocular lens; however, the patient's intraocular pressure was too high and was unable to insert the lens. The patient will be rescheduled for another procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4): intraocular lens product evaluation results: the intraocular lens (iol) was received for inspection. The lens had one distorted haptic. There was also evidence of ophthalmic viscosurgical device (ovd), which indicates that the lens was prepared and handled for use. Prior to market release the lens met all manufacturing requirements. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.